Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 120 mg/dl. During troubleshooting the customer confirmed that the battery cap contacts were damaged. The customer was advised to revert to their medically prescribed backup plan until a replacement battery cap arrives. The insulin pump was not returned for analysis.